Manufacturer narrative:
(B)(4). Batch # m5618h. Additional information was requested and the following was obtained: on which firing did this occur? First firing. Were there any adverse consequences for the patient as a result of the increased risk of infection or metastasis? So far no adverse consequences like infection are noticed. Possible metastasis would appear later on off course. What is the current patient status? Patient is stable and doing fine. Almost ready to leave the hospital. Could you please clarify if the patient¿s hospital stay was extended due to this event? ¿I expected to see the surgeon yesterday evening but unfortunately the surgeon is on a holiday right now. He did say, that the patient was probably going to be dismissed that day. It¿s no guarantee but the defect probably didn¿t lead to any extra days in the hospital.¿ there has been no further report from the account to the rep stating the patient did not leave as expected. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the stapler did not fire and did cut. The procedure was completed by the surgeon hand sewing to close the rectum. Consequences for patient were open intestines with risk of infection and risk of metastasis. Procedure was prolonged by 15 minutes.